Manufacturer narrative:
We have now concluded our investigation into the reported complaint. As no batch/lot numbers have not been provided, it has not been possible to carry out a device history review. As no specific product details have been provided, it has not been possible to carry out a comprehensive complaint history review. Event occurred during patient treatment. The device intended for use in treatment was not returned for evaluation, therefore no functional evaluation could not be carried out. It has not been possible to establish the root cause of the issue. We have not been able to establish a relationship between the reported event and the device. As further information from the customer confirmed that the device was not responsible for the harm, and as the alleged event did not involve significant non-transient harm, no clinical review or risk management review are required. The instructions for use for the product provides comprehensive instructions of the operation, use and limitations of the device. The investigation has been closed no further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that, allevyn life devices caused skin injuries and wounds when dressings were removed. It is unknown how many patients were involved, what procedure was being performed, how was the procedure finished and if there was a delay. No other complications where reported.